Manufacturer narrative:
(B)(4).

Event description:
It was further reported that another alert was triggered due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, no n-physiologic oversensing, and high sensing integrity counter (sic). High pacing impedance was noted. The detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.